Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. Customer blood glucose went down after eating dinner. The customer ate honey and peanut butter to treat his low blood glucose reading. After eating honey and peanut butter, customer blood glucose went up to 110 mg/dl. When the customer woke up in the morning, his blood glucose went up to 310 mg/dl. Customer declined troubleshooting for low blood glucose level. The product was not returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in patient weight, product code and common device name was incorrect with the initial report. The correct information has been provided with this report.